Event description:
It was reported that anti-tachycardia pacing (atp) therapy and ventricular shock therapy was delivered. Further review noted that the arrhythmia was detected in the ventricular tachycardia (vt) zone and after two atp therapies were delivered the rhythm accelerated to the vf zone with shock therapy was delivered. This was being investigation further. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that anti-tachycardia pacing (atp) therapy and ventricular shock therapy was delivered. Further review noted that the arrhythmia was detected in the ventricular tachycardia (vt) zone and after two atp therapies were delivered the rhythm accelerated to the vf zone with shock therapy was delivered. Additional information noted that the atp and shock therapy was inappropriate, and the patient was going to be seen by the physician for further review. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the describe event or problem, device codes, patient codes and impact codes.